Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: lap oopherectomy surgeon deployed the device and it looked like it fell apart because the green bead was at the end. The hospital has never seen this before. This delayed the case by about 10 minutes. Limited information was available at the time of reporting. It is unknown if the device is available for return. The lot number is unknown. It was unknown if the metal supports were exposed during deployment. Additional information received via email on 21feb2019 from applied medical health system mgr: no lot # is available; they stated that it was the devices without the yellow pull tab in the plunger. It is not available for return; they did not keep it. Another bag was opened which deployed fine and no issues were observed. The bag was safely removed from the patient. The bag/string was still attached to the device. Deployed and bag was just hanging off of the prongs. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: another bag was opened which deployed fine and no issues were observed. The bag was safely removed from the patient.

Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap oophorectomy. Surgeon deployed the device and it looked like it fell apart because the green bead was at the end. The hospital has never seen this before. This delayed the case by about 10 minutes. Limited information was available at the time of reporting. It is unknown if the device is available for return. The lot number is unknown. It was unknown if the metal supports were exposed during deployment. Additional information received via email on 21feb2019 from applied medical health system mgr: no lot # is available; they stated that it was the devices without the yellow pull tab in the plunger. It is not available for return; they did not keep it. Another bag was opened which deployed fine and no issues were observed. The bag was safely removed from the patient. The bag/string was still attached to the device. Deployed and bag was just hanging off of the prongs. Patient status: no patient injury occurred associated with the complaint event. Type of intervention: another bag was opened which deployed fine and no issues were observed. The bag was safely removed from the patient.